Event description:
It was reported that the patient fell in his house about two and a half weeks prior to the report. Right after the fall he was not symptomatic and a scan showed no bleeding or fractures. However, two to three days prior to the report his symptoms returned and seemed to be getting worse. The patient's hands started shaking and he started to get "wobbly." He stated that the symptoms felt like he had a stroke and the worst day so far was the day of the report. He called his healthcare provider's (hcp) and the physician's assistant (pa) told him to check the implantable neurostimulator (ins) with his programmer. The patient was assisted with his programmer and at first was getting the poor communication screen. He repositioned a few times and was able to successfully connect. Both of his inss showed on and ok. No intervention or patient outcome was reported, so additional information was requested. If additional information is received, a supplemental report will be sent. Refer to manufacturing report #3004209178-2015-06180 as the patient had two inss and it was not specified if one or both were the issue.

Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 3387s-40, lot# v966673, implanted: (B)(6) 2012, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).